Event description:
According to the reporter, post-operatively on laparoscopic sleeve gastrectomy on greater curvature of stomach and short gastrics tissue, the patient had unexplained blood loss. It was noted during the procedure, the device had no re-grasp alert or other error that occurred but there was end tone and there was evidence of energy delivery. The patient was brought back to the operating room. During the re-operation to determine source of blood loss, the patient coded. The patient was revived. The source of blood loss was unclear. The patient returned to her room, and some time later, coded and was unable to be revived. The patient had retched violently after the initial procedure, and the surgeon stated that may have caused the blood loss but could not be certain. It was noted that the patient had two days extended hospitalization. Patient was deceased.

Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm, (lot #30049159x) unegiatri, unknown egia tri staple, (lot #unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.